Event description:
It was reported that the user received a false low blood glucose alerts from the pump after starting a new dexcom g7 continuous glucose monitor (cgm) and failing to enter the sensor pairing code; the dexcom app and a confirmatory fingerstick both reported a glucose of 150 mg/dl; the agent guided the user to enter the correct pairing code and begin pairing. Blood glucose remained unaffected and no adverse clinical symptoms were reported. Outcomes included user education and successful initiation of sensor pairing. User support included agent-led troubleshooting and verification of sensor pairing steps. Investigation of this case revealed a use error related to an unpaired or incorrectly paired continuous glucose monitor leading to inaccurate pump-driven alerts. It was concluded, based on previously established findings for similar reports, that the cause was user error related to setup and pairing.